Event description:
Reporter indicated that vns pt has experienced a recent increase in seizure activity. Treating neurologist indicated that it was not known whether the increase in seizure activity was above pre-vns baseline frequency. Device diagnostic testing revealed that the pt's device was no longer able to deliver the prescribed output current, but was not indicative of malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service; however, it is believed that the pt's generator may be approaching end of service and is therefore still able to delivery stimulation, but not at the prescribed settings. Pending revision surgery, device settings were adjusted until normal mode testing yielded ok impedance readings, indicating that the pt was receiving the vns therapy as programmed. Normal mode output current was reduced from 2.5ma to 1.0ma with pulse width increased from 500usec to 750usec. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.

Event description:
Product analysis summary: initial interrogation of the pulse generator found that the output current was at 0ma. The pulse generator is operating within the designed limits, meeting the manufacturers final electrical test specifications. There were no anomalies noted that would have contributed to reported increased seizures and high impedance events. Product analysis was also performed on the concomitant device (lead): product analysis summary: a lead break occurred due to fatigue and torsion of the lead. It is believed that the packing wire contributed to the break by reducing the flexibility of the coil. It is believed that the lead broke while stimulation was present, however, a conclusive determination could not be made. A continuity check on the positive side of the lead portion returned did not identify any discontinuities. Other conditions of the lead are consistent with conditions that exists after the explant procedure.

Event description:
Further follow-up revealed that the pt's condition has improved since ncp system replacement. Enurologist also indicated that the pt's seizures have decreased back to prior efficacy levels.